Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient's programmer displayed a communication error. It was also reported the patient has not charged her ipg in 5 months. The patient will consult with her physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.